Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a withdrawal type feeling and saw their hcp. Telemetry confirmed a pump motor stall and recovery. The pump stalled again after this. The patient was not around any magnetic fields or (B)(6) as far as the reporter knew. The patient saw their hcp on (B)(6) 2011 and said it felt like something was wrong. The hcp interrogated the pump again and saw another motor stall. Additional information has been requested. A follow-up report will be sent if additional information becomes available.